Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implanted. There was calcification on the noncoronary cusp side that connected from the valve annulus to the left ventricular outflow tract (lvot). Left bundle branch block developed during navitor placement, but the block resolved after the procedure. On (B)(6) 2023, the patient was completely blocked and underwent permanent pacemaker placement. The patient is stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the navitor valve was implanted in a patient. There was calcification on the noncoronary cusp; side that connected from the valve annulus to the left ventricular outflow tract (lvot). Left bundle branch block developed during navitor placement, but the block resolved after the procedure. Later on, the patient was completely blocked and underwent permanent pacemaker placement. Final implant depth was 5mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc).the patient is stable. Based of the information reviewed, the cause of the reported incident appears to be due to procedural conditions.